Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent l4-l5 posterior lumbar interbody fusion. Intra-op, after placing the implant in the disc space at l4-l5, it looked as if the surgeon implanted the cage too far into the disc space. He tried to reconnect the inserter to the implant but was unable to do so. He then collapsed the cage. Retrieval of cage was attempted again but it could not be done. The surgeon then distracted the disc space and tried to reconnect the inserter to the implant. When trying to reconnect the cage to the inserter, the cage was pushed anteriorly, and out of the disc space. No patient complications have been reported currently; however, the patient is going to be evaluated by the surgeon during follow-up. If any symptoms occur from the cage in the anterior space, the surgeon will schedule a surgery by anterior approach to retrieve the implant.